Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that 911 and left ventricular assist device (lvad) team were notified after the patient developed stroke like symptoms. Their international normalized ratio in the emergency department was 3.6. The patient was then admitted on (B)(6) 2022 with acute large intracranial hemorrhage and was treated with prothrombin complex concentrate (pcc) and vitamin k for immediate reversal. Their neurological status continued to deteriorate requiring intubation. Computed tomography (CT) and repeat CT showed continued expansion. Their condition continued to decline requiring high dose vasopressors. Their family decided to transition to palliative measures as the patient was not a surgical candidate. The lvad was disconnected on (B)(6) 2022 and the patient expired at 16:31. The cause of death was determined to be stroke. It is unknown if the death is device related, the device operated as expected, and it will not be returned for evaluation.